Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
The device involved in this MDR report was explanted because it could not be interrogated. The device behavior was normal when magnet was applied. After explantation, the device was interrogated without any difficulty with another programmer. It was also reported that the pt was submitted to radiotherapy.